Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient had begun experiencing alarms. A vent filter sample submitted to the manufacturer for analysis showed evidence of main bearing wear and a waveform analysis showed evidence of high after load. As a result the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.